Manufacturer narrative:
The device has not been returned for evaluation. A product analysis has not been performed. If information is provided in the future, a supplemental report will be issued.

Event description:
The sales rep reported that the cap off the fuse box is gone, shaking and making noise, and not stimulating. The event did not happen during a case. There was no patient involvement.